Event description:
On 01/19/2007, nellcor puritan bennett received a report of issues pertaining to a 5.5 ped tracheostomy tube. The caller stated that twenty eight days earlier, they "replaced cannula, and also replaced the neck tape." The caller then reported that fifteen days later, a nurse "found that hole for tape on neck flange has damaged." At this time, nellcor is trying to obtain more information pertaining to this complaint.